Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use a resolute integrity drug eluting stent. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep was performed with no issues identified. The target lesion in the lad was tight, with a sharp angle bend exhibiting severe calcification and 85% stenosis. There were no difficulties noted when removing the protective sheath. Stent was not inspected post removal of the protective sheath. Lesion was pre-dilated. Device did not pass through a previously deployed stent or cell of a stent. Resistance was encountered when advancing the resolute integrity device and excessive force was used during delivery. It was reported that the stent came off balloon when trying to pass through calcified lad lesion. Dislodgement occurred during withdrawal of the device in the vessel/guide catheter. The physician was able to capture it on a small balloon, drag it back into the guide and remove it without damage to the vessel or harm to patient. No further patient complications were reported.